Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Between (B)(6) 2015 and (B)(6) 2016, rv pacing impedance rose from 1745 ohms to 3187 ohms. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Since (B)(6) 2015, rv capture threshold consistently measures greater than 2.5 volts.

Event description:
It was reported that the right ventricular (rv) lead thresholds and impedance had slowly risen and were high. A lead fracture were s uspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.